Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that one hour into a procedure to treat atrial fibrillation, the intellanav stablepoint open-irrigated catheter showed high temperature of 61 degrees on maestro. The physician did not want to deliver radiofrequency (rf) because temperature was too high. So, they removed catheter from the patient and temperature was still too high (61*c). In the water it was the same. The cable was exchanged but the issue was not solved. Issue was solved by exchanging the catheter. Power control mode was used. No patient complications were reported. The device was disposed of, and therefore is not expected to be returned.